Manufacturer narrative:
Facility experienced an event with endopath endoscopic multifeed stapler while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973280. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, nose shroud cracked/broken, and trigger engaged with precock, yes; staples in nose, yes(2); and staples in the track, yes(19). Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the visual examination and inquiry info received, it was concluded that the reported "staples would not advance" was caused by a cracked nose. No conclusion could be reached whether the crack caused the two staples to lodge in the nose or if the crack was caused by the two staples which were jammed in the nose. Co reviews each incident as it occurs in order to continuously improve the products and processes.

Event description:
During an unknown procedure it was reported by the affiliate that the staples would not advance. There was no pt consequence.